Manufacturer narrative:
G4:11dec2020, b4:16dec2020 . A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed.the fse implemented fco86600042b and replaced the touchscreen. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
It was reported to philips that the device had a unresponsive touchscreen. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.